Manufacturer narrative:
Device received for this event is being corrected from ank c/x impl a11/d3.5/l11 catalog # 17-0544 to ank impl a11 d3,5 mm/l11 mm catalog # 31010010. This is a follow up report for this information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.